Manufacturer narrative:
The actual sample was received for evaluation. Visual and magnifying inspection of the actual sample revealed: niti core-wire located under the platinum coil segment had been fractured; platinum coil had been fractured; platinum coil had been elongated throughout from the joint of the platinum coil, stainless steel coil, and the niti core wire to the fracture end. The length of the niti core wire located under the platinum coil segment was measured and confirmed to be deficient by 7 mm compared to a factory-retained sample. A part of the platinum coil had been missing though the length could not be confirmed due to the elongation. Length of niti core wire under the platinum coil segment: actual sample: approximately 23 mm; factory-retained current product sample: approximately 30mm. Magnifying and electron microscopic inspection of the niti core wire found that the fracture end was tapered off, and was diagonal when seen from lateral side. The thickness of the niti core-wire was measured on the point near the fracture end and confirmed to be equivalent to that of the factory-retained sample. Reproductive testing of factory retained runthrough ns samples were exposed to the following load while the distal end of the platinum coil segment was trapped. As a result, the niti core wire covered with the platinum coil was fractured, and the platinum coil was unraveled and elongated in all cases. Subsequently, when the test samples were exposed to a further pulling load, the platinum coil was fractured. In addition, electron microscopic inspection of the fracture on the niti core wire of each test sample revealed: when a one-way pulling load was applied, the fracture end was tapered off, and was diagonal when seen from lateral side. This state was similar to that observed on the actual sample; when a repetitive bending load was applied, the fracture end was not tapered off or not curved. Dimple pattern was observed on the fracture section surface. This state was different from that observed on the actual sample; when a pulling load was applied to a test sample held in loop-shape, the distal end was tapered and curved, and the fracture surface was twisted. This state was different from that observed on the actual sample; when a torque load was applied, the fracture end was twisted. This state was different from that observed on the actual sample. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the facture occurred due to the following mechanism: the distal segment of the actual sample was trapped due to some factors (e.g. A stenotic lesion); when a pulling load was applied to the actual sample in that trapped state, niti core wire under the platinum coil segment was fractured, and the platinum coil was unraveled and elongated; when a further pulling load was applied to the actual sample, the platinum coil was fractured. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight : (B)(6) kg. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: cath lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. A review of the device history record and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. Please see MDR (B)(4) for the importer report. (B)(4) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the very distal tip came off the runthrough ns during the case. The doctor was working in the rca and the tip broke off and was believed to be in the pda. The cardiologist did not feel that it would move and was comfortable leaving the tip there and as he angioplasty the area. The md fixed the lesion and the patient was doing well. The patient's condition was stable and the case was completed successfully. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. Additional information was received on 19jan2021. It was confirmed that the broken piece is still in the patient's body. Fluoroscopy at end of case was performed to ensure the broken wire was not moving through the patient's body.